Manufacturer narrative:
The field service engineer determined that the sample/reagent probe was misadjusted at the pipetting position. The probe was adjusted. All system checks were successful. Upon review of the alarm trace, insufficient sample volume and clot pipetting alarms were observed. Per product labeling: "samples with 25-hydroxyvitamin d concentrations above the measuring range can be diluted with diluent universal or a suitable human serum with a low analyte concentration. The recommended dilution is 1:2. The concentration of the diluted sample must be = 40 ng/ml (= 100 nmol/l)." The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was manually diluted 1:2 and repeated, resulting with a value of > 100 ng/ml accompanied by a data flag. The sample was manually diluted 1:10 and repeated, resulting with a value of > 100 ng/ml accompanied by a data flag. The sample was manually diluted 1:100 and repeated, resulting with a value of 9000 ng/ml accompanied by a data flag. The 9000 ng/ml value was reported outside of the laboratory. The sample was repeated on (B)(6) 2020, resulting with a value of 63.49 ng/ml. The 63.49 ng/ml value was believed to be correct and a corrected report was issued. The vitamin d reagent lot number was 44686601, with an expiration date of 30-sep-2020.